Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The harvester noticed that the plastic lining around the rear portion of the jaws was missing during the procedure. The harvester is not sure if the piece came off during the procedure or upon inserting the device through the cannula. The harvester thoroughly searched the area and did not find anything in the patient. The harvested noticed the missing piece at the end of the case. The case was finished with no complications and the patient was sustained no injuries.

Manufacturer narrative:
Internal complaint-(B)(4). Autonumber # (B)(4).

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. The harvester noticed that the plastic lining around the rear portion of the jaws was missing during the procedure. The harvester is not sure if the piece came off during the procedure or upon inserting the device through the cannula. The harvester thoroughly searched the area and did not find anything in the patient. The harvested noticed the missing piece at the end of the case. The case was finished with no complications and the patient was sustained no injuries.